Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery in an ophthalmic system there was no or very little follow ability and no grasping during the surgeries. During quadrant phase, each fragment did not remain at the tip, and went back, repeatedly. Which made the surgeon use more ultrasound when not usually needed, causing complication including capsular break. The patient experienced capsular rupture without vitreous release, intra ocular lens was placed successfully. The surgery was completed on the same day. There was no patient harm.

Manufacturer narrative:
Additional and corrected information is provided in sections h.6 and h.11. From section h.6 a1405 has been retracted and it is no longer applicable for this event. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. A posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: 2025-36488 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.